Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 488 mg/dl which was treated with manual injection. Customer was experienced symptoms like nausea, abdominal pain and difficulty in breathing. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they had a high blood glucose and was able to resolve the issue by changing the set. The insulin pump will not be returned for analysis.